Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot pedal was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible aro (accidental radiation occurrence).

Event description:
The field engineer reported that the customer had pressed the hlf (high level fluoro) pedal instead of the normal fluoro pedal of the foot switch and the patient was exposed to a few seconds of high levels of radiation. No patient injury was reported.